Event description:
The customer stated he was hospitalized for high blood glucose levels. The customer stated he changed the infusion set, two days prior to the hospitalization. Troubleshooting revealed that the programming was correct. No further testing was done as the customer was about to eat.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.